Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis, however lead data interrogated from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert; the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high impedance with a possible fracture. Isometrics yielded noise on the pacing portion of the lead and the shock coil of the lead. There was a lead integrity alert due to short interval counts (sic). The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.